Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Air dermatome serial number (B)(4) has not been previously repaired/evaluated before 17 january 2020. Product review of the air dermatome serial number (B)(4) by zimmer biomet taiwan on 10 february 2020 revealed that the motor speed was erratic, the depth bar was out of calibration, the oscillator was loose, and the head was worn. Multiple parts needed to be replaced. Repair of the device was performed by zimmer biomet (B)(4) on 10 february 2020 which included replacement of the motor, motor sleeve, ball bearing, spring seal, needle bearing, o-ring, reciprocating arm, machined head, neck piece, and hinge throttle gasket. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the device was not working. The device was not picking up the skin with multiple blades used. Investigation showed the motor was running erratically. There was no adverse event reported as a result of this malfunction.